Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen articular surface 12mm catalog #: 00595203012 lot #: 63738781, nexgen tibial component size 3 catalog #: 00595403701 lot #: 63390013, persona cruciate retaining narrow porous femoral component catalog #: 42502206202 lot #: 63807026. The complainant has indicated that the product will not be returned to zimmer biomet for investigation as the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report was previously submitted erroneously on sep 2, 2025 and sep 29, 2025 under manufacturing report number 0001822565-2025-03206.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address implant fracture of the patella and lack of bony ingrowth nearly five (5) years post-operatively. Initial operative notes noted no intraoperative complications. Revision operative notes noted that upon removal of the patellar component, there was fibrous ingrowth on the patellar button, but no bony ingrowth. The only portion of the implant with bony ingrowth was the peg, which was still imbedded in the patient's native patella. The peg was removed without any intraoperative complications and a new patella was implanted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Medical records provided confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.